Event description:
Report received for fast flow during pt use. Contents of device reported as 5fu (concentration unk) in d5w with total fill volume reported as "unk". Report states "fast flow-specific duration of infusion 40 hrs in total". It was reported there was no pt injury or medical intervention.